Event description:
Pt was sent to or for stent placement. A 0.038 in dia 145 cc ss wire guide placed in to pt's ureter 6fr 20 cm stent placed over guidewire and was advanced using a 7 fr 49 cm positioner. Stent advanced into kidney. The stent accordioned pleated on the guide wire. While pulling back on the guide wire the wire stuck and came apart. Another guide wire was placed and the stent broke. All of the pieces were removed. The physician was unable to replace a different stent due to the trauma to the ureter. A wedge blocking uretheral cath was placed. The pt will return to or in a few days for stent placement.